Manufacturer narrative:
Site legal name (FDA): site legal name has been selected as franklin lakes as the product is unknown. D.4. Medical device catalog #: unknown. D.4.medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint, therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that while using an unspecified bd blood collection tube, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "during the blood drawing process, the nurses did not meet the test requirements due to insufficient negative pressure in the vacuum blood collection tube. They were worried about affecting the test results, so they communicated with the test doctor and paid attention to the test results."